Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, 75% stenosed, de novo, proximal right coronary artery (rca), after predilatation with a 3.0 mm unspecified balloon dilatation catheter (bdc) the 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced but met resistance over the guide wire and the two devices almost became stuck. The xience xpedition was removed from the anatomy separately. A second unspecified sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequent information received from the site noted the xience xpedition was removed from the anatomy separately, although slight resistance may have been met.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The difficult to position/difficult to remove were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.